Event description:
Anaplastic large cell lymphoma (alcl). Breast implant related. Discovered upon removing breast implant capsule and seroma fluid from right breast in pt who had textured saline-filled allergan implants placed for cosmetic breast enlargement in (B)(6) 2009. Pt noticed breast asymmetry in summer of 2013 which progressed to right breast noticeably larger than left side with ultrasound study done on (B)(6) 2014 showing what appeared to be fluid around the right implant - possible deflation. This implant was intact upon removal but had a large surrounding seroma. Because of suspicion for alcl, a right breast implant total capsulectomy and implant removal was done. Capsule and seroma fluid specimens sent for histology/pathology evaluation.